Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was found to have air in the area of the stomach and was diagnosed with a pneumoperitoneum. On (B)(6) 2021, the patient underwent a puncture procedure and was treated with an unspecified intravenous antibiotic. On (B)(6) 2021, the patient was discharged from the hospital and received antibiotics of flagymet and ciproxin for seven days. At the time of report, the pneumoperitoneum improved but the patient not fully recovered.